Event description:
The patient experienced a shocking/jolting, overstimulation, and intermittent stimulation sensations starting about 2 weeks ago. It was noted she fell about 3 weeks ago described as slipping, her leg giving out and then catching herself with her arm. She felt the overstimulation sensation at the device site when having impedance testing performed at 1.5 volts. She also felt stimulation when the device was off. Impedance measurements showed >10000 ohms on electrodes 3 and 10. The patient had two quad leads, one subcutaneous and one octad. She was already scheduled for a revision to remove the octad lead. The patient was at the clinic. Further information was requested.

Manufacturer narrative:
(B)(4)